Manufacturer narrative:
Citation: v.j. Nijenhuis article title: echocardiographic pulmonary hypertension probability is associated with clinical outcomes after transcatheter aortic valve implantation journal title; international journal of cardiology 2016, 225:218-225 10.1016/j.ijcard.2016.10.010 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding pulmonary hypertension (ph) and its associated mortality after transcatheter aortic valve implantation (tavi). All data were collected from a single center between june 2007 to december 2015. The study population included 591 patients, predominantly female; mean age 80 years. It was not reported how many patients were implanted with medtronic corevalve, evolut and engager. No serial numbers were provided. Among all patients adverse events included: pulmonary hypertension, myocardial infarction, stroke, bleeding, acute kidney injury, permanent pacemaker implant and paravalvular leak (pvl). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.